Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported stent dislodgement was able to be confirmed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that during preparation of the xience alpine 3.50 x 18 mm stent delivery system, the stent dislodged from the balloon during removal of the protective sheath. There was no resistance during removal from the dispenser coil or removing the protective sheath. The device was not used in the patient. A second xience alpine was used to successfully complete the procedure. There was no reported clinically significant delay in the procedure. No additional information was provided.